Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was today the patient was charging their implant and they felt a sharp jolting like a little bit of an electric shock. Ever since then it felt like it was over on the left side more than it was on the right side. The settings were still the same but they were not understanding why as soon as they lay down it got so stronger to where they felt it in both legs to the toes or the foot. Patient waited 30 minutes after the shock to walk around a bit to see how they felt but when they laid down just now they were like this is not right. Patient could lay down but they could feel it all the way down to their toes and it made it feel extremely weird. The week prior to the trial was great and this week was right fine and suddenly today it was just like jolting. Patient was not sure if it had anything to do with the equipment but they talked to their doctor's office about it and they told them to call first and if nothing could be done then they should talk with them. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent would like to add the agent had advised the pt to decrease stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative (rep) indicated that the cause of the jolting/shocking was that the sti mulation was set too high. The patient turned down the stimulation and the issue was resolved.